Event description:
No additional information is available.

Manufacturer narrative:
A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.

Event description:
An investigation report from an implant retrieval center was received and reported that during examination, that the rod failed force testing with the electronic remote controller (erc). Additionally, it was noted that when the rod was disassembled, there was copious amount of moist debris on the magnet and lead screw, and extending bar. It was also noted that the lead screw is seized within the extending bar. It was reported that the rod was removed due to the contralateral rod having the end cap disengage. No additional information is available.

Manufacturer narrative:
The device was returned to newcastle university; no product was returned to the manufacturer for investigation. A root cause was unable to be determined with the information provided.